Manufacturer narrative:
Please provide the patient¿s weight if available. If not available, please reply back as such: the patient/physician/complainant did not provide me this information.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold and low impedance. The paced dependent patient presented on 03/08/19 for procedure and the lead was capped and replaced. The patient was stable post procedure.